Event description:
The pt received two leads (from the same lot) as part of her scs system. It was reported, the pt experienced an epileptic episode and her leads migrated. It was reported, the pt felt stimulation in the lower legs instead of her back as a result of the migration. The physician decided to explant and replace the pt's system. The percutaneous leads were replaced with a paddle lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Eval: results - the reported complaint of "lead migration" was not confirmed. This event cannot be confirmed through product analysis testing alone. The leads were returned cut as a result of explantation with minor instrumentation damage on the outer tubing. Both had cam impressions from the swift-lock anchor. Stim segment "a" had broken wires in the lead body. Continuity testing of the lead segments revealed that all but 3 channels passed. Channels 1,5 and 7 measured open due to the broken wires observed in stim segment "a". The broken fracture observed in stim segment "a" was consistent with over stress the lead was subjected to when the patient experienced the epileptic episode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.